Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge to address occlusion and an altitude alarm occurred. Alarm cleared and customer resumed insulin delivery. Customer's blood glucose was 133 mg/dl.